Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were in rain and the insulin pump was exposed to moisture. Customer's blood glucose reading at the time of the call was 8.0 mmol/l. No further information reported.